Event description:
It was reported by the patient that their implantable pulse generator (ipg) is pacing below the lower rate when their heart rate drops "under certain medication". The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.